Manufacturer narrative:
Additional information received on 18 january 2017 and includes: the screw was implanted with the standard screwdriver. On 30 january 2017 the (B)(4) performed a clinical evaluation and commented as follows: radiographic image shows the presence of a loosened insert fixation screw. This event may be caused by insufficient tightening torque, performed, according to the report, using a normal screwdriver, but the real cause can't be determined. Immediate removal is strongly recommended. If the current situation remained as represented in the radiograph, no involvement of the articular surfaces can have occurred yet, thus no negative consequences should be expected for the patient and the duration of the implant, which can work properly even in absence of the safety screw. Additional information received on 02 february 2017 and includes: the surgeon has planned to remove the screw under arthroscopy but no date for instance. Batch review performed on 06 february 2017. Lot 112757: (B)(4) items manufactured and released on 24 january 2012. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
Arthroscopy planned to remove the insert screw due to unscrewing.